Event description:
Customer called on (B)(6) 2011 reporting that fluid from reagent b probe was leaking from the wash collar on lx 20. Customer technical support (cts) advised customer to wear proper personal protective equipment prior to troubleshooting and had customer check the fluid connection on both a and b reagent probes, hamilton valve and the reagent syringe. Customer mentioned that the reagent syringe was replaced prior to troubleshooting with cts but will proceed with the other inspections. Customer stated that approximately 2 ml of fluid was spilled and had cleaned up the spill by following regular laboratory protocol. Additionally, customer noted that the reagent b syringe seemed to squeak and the valve leaked when changing syringes. No injury was reported as a result of the leak and there was no change to patient treatment as well. Field service engineer (fse) was dispatched and found no leak on the cartridge chemistry (cc) reagent probes upon arrival. Fse noted that the cc side of the instrument was running fine but when the fse ran qc, the total protein chemistry was not within established range. Fse attempted to recalibrate total protein but had failed. Fse noticed that the reagent syringe and lines were clogged with blue crusties and proceeded to replace the tricontinent pump reagent syringe and pump lines 51 and 52. Calibration was successful afterwards and qc run was within established range.

Manufacturer narrative:
(B)(4).